Event description:
A nurse reported that a patient had undergone uneventful cataract extraction with intraocular lens (iol) implant. On the first day post-op, the patient was diagnosed with toxic anterior segment syndrome (tass) with fibrin on the iol and in the anterior chamber. The tass has since resolved with treatment. A total of four patients have been diagnosed with tass. This report concerns patient 4.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. The root cause cannot be determined. (B)(4).